Event description:
It was reported that this right ventricular lead was explanted due to experiencing insulation damage and exhibiting low impedance measurements. Another lead was implanted instead. No further adverse patient effects were reported. The complaint device was not returned to bsc, so product analysis could not be performed. Conclusion code: "known inherent risk of device."